Event description:
Date and time on philips intellivue strip chart were incorrect, by 3 days and 2h, 22mins earlier, even though intellivue pt monitor and intellivue central station date and time were correct. Strip chart was manually initiated at both central station and pt monitor and confirmed. The incorrect date and time was that way for 2 days until noted and fixed.